Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stopped working, as it was getting stuck, not inflating and deflating. A surgical procedure was performed to remove the device. There were no patient complications reported.